Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with an unexpected outcome post cataract surgery. The surgeon entered the white to white as 15.0 and the system calculated the intraocular lens as a 21.5 diopter during the procedure but preoperatively the system calculated the intraocular lens as a 19.5 diopter. The surgeon elected to go with the systems suggestion due to multiple consistent aphakic measurements. Due to the selected intraocular lens the patient ended up with an unexpected outcome and will undergo a lens exchange. After review it was noted that the white to white was entered incorrectly preoperatively which resulted in the incorrect lens suggestion. Additional information provided states the patient underwent an intraocular lens exchange.

Manufacturer narrative:
Additional information provided. The clinical application specialist (cas) reviewed the case and provided feedback. The following is a review of the feedback: the white-to-white (wtw) was listed as 15.0 in the system and the system calculated a 21.5d (diopter) lens, when preoperative was 19.5d. There were consistent aphakic measurements so the surgeon agreed with the system. There is no relevant medical history. However, the surgeon has opted to perform a lens exchange. The measurements wtw of 11.9 for the exchange. The wtw preoperatively was placed in system incorrectly which resulted with incorrect measurements. Based on assessment, the product met specifications at the time of release. The root cause is attributed to customer data entry error. The manufacturer internal reference number is: (B)(4).